Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. Pump passed the unexpected restart error test. No unexpected restart alarm noted. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and an unexpected restart alarm occurred. The customer stated that these issues occurred after falling into a lake while wearing the insulin pump. Blood glucose level at the time of the incident was 92 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.